Event description:
This pt had multiple short runs of vtach and false vtach alarms caused by the intrinsic widened qrs complex. This was an advanced heart failure pt who was known to have short bursts of vtach, it was expected. The limitations of the ge monitoring system did not allow staff to tailor this alarm to the pt (ie: increasing the counts of vtach. The ge clinical support person could not find a safe way to monitor the pt's rhythm while decreasing these alarms which ultimately led to alarm fatigue by staff including 74 alarms (B)(6), 99 on (B)(6) and 39 on (B)(6).